Event description:
It was reported that on (B)(6) 2026, a 18mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 12f amulet delivery sheath. During the deployment amulet 18mm in the left auricle appendage a ball position in an amulet delivery sheath. After continue taking out the device lobe and disque and they see a thread in the left atrium with trans-oesophageal echocardiogram (toe). They take back the amulet and we see the thread coming out the device. They confirmed the sheath was reused. A new 18mm amplatzer amulet left atrial appendage occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.